Event description:
It was reported that the user experienced pairing failure between an ilet pump and a dexcom g7 sensor after the pump was factory reset, followed by repeated sensor connection issues and alerts for sensor reconnecting, brief sensor issue, and sensor failed; the user also encountered an infusion setup issue due to connecting the cartridge and connector outside the pump, which resulted in leakage and no drops during fill, subsequently corrected by reloading the cartridge properly and completing supply change, after which sensor warm-up completed and glucose readings appeared. Symptoms included feeling unwell with blood glucose over 400 mg/dl. Outcomes included no outside assistance and no medical intervention. Investigation included technical troubleshooting of cgm pairing and alert review, guided sensor replacement and re-pairing, and insulin delivery workflow review with corrective steps to resolve the cartridge connection and priming. Investigation of this case revealed user-performed factory reset leading to cgm pairing disruption and user assembly error causing infusion setup failure and leakage, with resolution after correct sensor pairing and proper cartridge installation. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device handling and setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.